Event description:
Boston scientific received information that during the implant procedure, this atrial lead displayed low out of range impedance measurements and loss of capture. Several attempts to reposition this lead revealed similar results. It was thought there may be insulation damage. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the lead was received severed in two segments. Visual observation revealed no insulation damage. Resistance and pressure testing performed on each segment revealed no anomalies. The coils were compressed at 37 cm from the terminal pin likely due to a grabbing tool used during the procedure, however no insulation damage was observed. Analysis could not confirm the reported clinical allegation.